Event description:
It was reported that the device experienced unexpected longevity. It was also noted that the left ventricular (lv) lead exhibited an increase in threshold and a sudden decline in impedance. The device and lv lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was decreasing. The analyst noted that the lv lead impedance measured 950 ohms and has slowly dropped down to 437 ohms.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.